Event description:
It was reported the patient presented to a (B)(6) 2015 appointment with a small blistered area over the pump pocket site. The patient reportedly had lost a lot of weight recently. The decision was made to move the pump to the left side due to near erosion of the current pump site on right. The pump was to be down sized to a volume of 20ml. During the surgery, the surgeon injected local anesthetic to the pump site and serous fluid drained out. There were no reported signs of infection. The pump and pump connector were replaced on the date of the report. The patient recovered without permanent impairment. The patient was scheduled for a pump refill in late august 2015. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n280946004, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: accessory. Product ID: 8709, serial# (B)(4), implanted: 2004-(B)(6), product type: catheter.. (B)(4).